Event description:
The customer reported an undetermined amount of clear fluid leaked from the manual probe on a coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument, and a service visit was requested. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/19/2015 and found that the aspiration probe rinse block (rb1) was misaligned and was unable to collect all rinsing diluent at the end of probe washing cycle, causing three to four drips per cycle. The fse aligned the rb1 lower end stop position to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).